Manufacturer narrative:
Unit received with partially missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture next to left arrow button and peeling end cap address label.

Event description:
It was reported that, when she out in her reservoir her pump went in to pieces and the top where the reservoir locks in the pump was damaged. The blood glucose was 215 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.